Event description:
Related manufacturer reference numbers: 3006705815-2019-01972, and 3006705815-2019-01973. It was reported that the patient was not receiving adequate relief from therapy. Impedances were checked and reprogramming was attempted without success. As a result, the system was explanted on (B)(6) 2019.